Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: lead 5554-53, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance in bipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.